Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The cause of the lack of stim was determined that the patient was confused. The lack of stimulation was resolved with education over the phone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The patient reported that they haven't felt stimulation in 3 days, noting that their legs are starting to ache. However, the patient stated that the controller indicated that stimulation was on and the ins was charged to 100% each time they checked. Before calling, the patient stated that they attempted to resolve the issue by resetting the controller (removing battery pack from controller and reinserting it), but the issue persisted and the ins battery remained at 100%. The patient also mentioned that they called and left a voice message for their local manufacturing representative (rep) but they are waiting to hear back from them. During the call, the patient saw the 'poor recharge quality' screen on a few occasions, but each instance was resolved by repositioning the rtm over the ins. Agent had the patient reset the controller again but the ins battery level remained at 100%. The patient confirmed stimulation is on. Agent had the patient increase intensity by pressing the 'up' arrow on the controller, but the intensity did not change. Troubleshooting did not resolve the reported issue. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient stated that their next appointment with rep is on (B)(6) 2021..